Event description:
The customer reported that during a vats (video assisted thorascopic surgery) lobectomy, the tip of the active waveguide disengaged while being used inside the pt. The tip was not able to be located by the surgical staff. However, due to reasons unrelated to the missing piece, the pt was re-opened and the missing piece was located and removed from the pt cavity. There was no reported pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.